Manufacturer narrative:
H3: product analysis of react-68, lot no: b573179 ¿ as found condition: the react-68 catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an opened react-68 inner pouch (b573179). ¿ damage location details: no damages were found with the react-68 catheter hub. No bends or kinks were found with the react-68 catheter body. The react-68 catheter distal marker/tip was found to be separated from the catheter. The separated distal marker/tip was not returned. The tubing material at the separated end exhibited plastic deformation (jagged edges), indicating likely tensile failure. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed as the react-68 catheter distal marker/tip was separated, likely due to tensile failure. The catheter can separate if retrieved against resistance. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that after finding that the tip of the tube had fallen off, a new react 68 tube was replaced for surgery. The cause of the catheter fracture was not determined. All of the catheter fragments were removed from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the react68 tip end fractured. The patient was undergoing acute thrombectomy. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery. It was reported that the surgeon used react68 to treat acute large artery occlusion and remove the thrombus. The occluded part was the thrombus in the cavernous sinus of the internal carotid artery. The surgeon used the react68 tube for simple thrombus extraction. After the tube was pulled out by negative pressure suction, it was found that the tip of the tube was damaged. It was reported that the catheter was broken in the distal section. There was no friction or difficulty during delivery. Aside from the rupture, there was no other damage to the catheter. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.